Event description:
It was reported that following a catheter revision (reference MFR report #2182207-2009-03510), the patient was hospitalized, due to kidney problems and cognitive issues. The doctor was uncertain if it was related to the surgery, the pump, or the medication in the pump. The pump was stopped for less than 48 hours and then restarted at a lower rate. The medication was changed from dilaudid back to morphine. The patient was discharged home. It was unclear if the dilaudid was completely through the catheter at the time of report as it was set at 0.34 mg/day. It was noted that once the system was infusing morphine, it would be infusing a 1 mg/day.